Event description:
It was reported that the patient was not getting expected therapy since implant. The trial "went great"; but the patient never had therapeutic effect following a new pump and catheter implant. The actual pump reservoir residual volume of 20 ml was greater than the expected residual volume of 7.6 ml. The pump logs were reviewed logs; no stalls had occurred. X-ray imaging of the catheter revealed no issues. Per the reporter, the patient "had not been responding to dose increases of his lioresal and that all 20cc's had been aspirated at refill (significant reservoir discrepancy)". During surgical revision, it was confirmed that proximal portion of the catheter was kinked behind the patient's pump. This was resolved and the patient was started at a daily dose of 50mcg/day. It was believed by the reporter that the patient was now "responding well".

Manufacturer narrative:
Catheter: model# 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information: at the time of the revision procedure, they initially opened up and started at the spine, and discovered no kink; and furthermore when the catheter was disconnected, the spinal catheter was dripping cerebrospinal fluid (csf) freely. When they went to the pocket incision and opened that, they attempted pushing sterile saline through the catheter access port (cap), but it would not go through easily. Upon unraveling the excess catheter, which was looped behind the pump "as best practices dictate", the catheter was found to be patent. The catheter was reconnected, and re-looped behind the pump, and patency was again confirmed.

Manufacturer narrative:
(B)(4).